Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an off label transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the valve was implanted and began rocking ventricular. Significant paravalvular leak (pvl) was also observed. A re-expansion of the balloon in valve was performed. The valve was then pulled back and inflated to create a 'dock'. A second valve was implanted inside the first valve and there was trace pvl. The valves were stable after approximately 45 minutes. Post tavr procedure, the two valves had embolized into the ascending aorta as a unit. The patient was brought back into the cath lab. A balloon was used to drag the valves past the carotids and a conformable thoracic stent was deployed. The patient left the lab in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-07504. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Procedural imagery was provided for review and revealed two transcatheter heart valves (thv) appearing to be physically joined and embolized as one unit within the aorta. A thoracic stent also appeared to be deployed inside the two valves. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, the sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. It is also indicated for patients with symptomatic heart disease due to failing of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. In addition, device embolization, device migration, and paravalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The events for deployed valve exhibits paravalvular leak (pvl) and valve migration were unable to be confirmed; however, the event for valve embolizing into the aorta was able to be confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. It should be noted that the transcatheter heart valve (thv) was implanted in a non-calcified native aortic annulus, which is not an indicated use of the sapien 3 thv with the commander delivery system. Therefore, this was an off-label operation. As reported, "during an off label transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, the valve was implanted and began rocking ventricular. Significant paravalvular leak (pvl) was also observed. A re-expansion of the balloon in valve was performed. The valve was then pulled back and inflated to create a "dock". A second valve was implanted inside the first valve and there was trace pvl. The valves were stable after approximately 45 minutes. Post tavr procedure, the two valves had embolized into the ascending aorta as a unit." The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. The absence of annular calcification in this case accounts for the thv instability post-deployment such that the valve began to physically detach and/or shift downward ("ventricular rocking", as reported). Furthermore, the lack of calcium combined with the ventricular thv shift prevented the pvl skirt from properly sealing against the annulus, resulting in paravalvular leak. As the first thv embolized together with the second thv shortly after the second valve was implanted, it is likely that the forces acting on the valve-in-valve configuration overcame the strength of the thv attachment due to the lack of annular calcium, resulting in aortic embolization. In this case, available information suggests that patient factors (non-calcified annulus) and/or procedural factors (off-label operation) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.